Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the forensic memory log. However, the device was put through extensive testing including stress testing and troubleshooting with a known good test set up without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed "compressor fault - 2001" and "compressor fault - 3001" error messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.